Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance in bipolar and unipolar. The patient was asymptomatic. The patient would be monitored with routine follow ups. No additional information was available.

Manufacturer narrative:
(B)(4).

Event description:
New information states the right ventricular lead was fractured. The lead was explanted and replaced successfully. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information states that the right ventricular lead exhibited a sensing anomaly and high pacing thresholds. The device was explanted and the patient was in good condition.